Event description:
It was reported that the patient with this system with a right atrial (ra) lead and pacemaker experienced palpitations. Furthermore, the ra thresholds test could not be completed as the automatic test was suspended. At the presenting electrogram (egm) some over sensing appears to be observed. Finally the pacemaker recorded pacemaker mediated tachycardia (pmt) episodes. The patient has sick sinus syndrome. The ra lead and the pacemaker remain in service at this time. No adverse patient effects were reported.